Event description:
Rptr did back to back blood glucose tests, 1 after the other, using different finger sticks. Tests were done in a fasting state. Results were 40 and 90mg/dl. Rptr states that doing a control test and the confirmation dot turned blue. When rptr did a blood test, the dot turned gray. No harm was alleged.